Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician retracted and removed a podj from the non-penumbra microcatheter because it was the wrong size. However, while attempting to re-sheathe the podj, the physician felt resistance and noticed the embolization coil broke off of the pusher assembly. The procedure was completed using a new podj and the same microcatheter. There was no report of an adverse effect to the patient.